Event description:
The procedure was to treat the right sfa (off label use) and an antegrade stick was made. The case was straightforward and the lesion was pre-dilated using another company's balloon catheter. Following pre-dilatation, a dissection was noted. The aboslute device was used to treat the lesion, as well as the dissection; however, after the thumbwheel was unlocked, the thumbwheel would not turn in order to retract the sheath. No kinks were observed in the shaft. When the absolute device was removed, the stent prematurely deployed at the distal end of the vessel, at an unintended site. The absolute stent also appeared to be stretched. Another company's stent was used to compress the absolute stent against the vessel wall. Then, another company's stent was used to treat the target lesion and the dissection. No patient effects were reported.